Event description:
Information was received from a device manufacturer representative (rep) via a health care provider (hcp) regarding a patient receiving morphine 40mg/ml at a dose of 13.200mg per day and bupivacaine 30mg/ml at a dose of 9.900mg per day via an implantable infusion pump. The indications for use were noted as post laminectomy pain and spinal pain. Since replacement, the patient¿s incision over the pump had not healed. In terms of what led to the event and how the issue was identified, wound healing issues was noted. The hcp attempted to re-do the sutures every 2 weeks per the patient. The pump was refilled on (B)(6) 2015. Then, on ¿(B)(6) 2014¿, the patient woke up and was soaking wet from fluid. The patient had also reported that, on (B)(6) 2015, she had ¿other blood work¿ done by another hcp for ¿another condition¿. That other hcp called and said he needed to talk to the patient about ¿something in her blood¿ but the patient was unclear as what that was. Diagnostic testing/troubleshooting related to the patient¿s would healing issue was not known to the reporter. In terms of interventions/actions that would be taken to resolve the issue, the device system was explanted. The device was not going to be returned, it was noted the customer refused. The patient¿s status at the time of this report was listed as ¿alive-no injury¿. Additional information has been requested regarding the blood work, if any diagnostics were performed related to the incision not healing, the cause of the incision not healing and if the incision not healing and blood work concerns were resolved but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).